Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported having high blood glucose values. The customer's value at the time of the call was 418 mg/dl. Troubleshooting with the helpline found no problems with the insulin pump. The customer was advised to change out the infusion set. No further information was provided.